Event description:
It was reported that the device display was blank. Physio-control evaluated the device and found the device failing to complete the boot up cycle, a lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the programmed user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined the cause of the malfunction to be a shorted filter, designator fl7.